Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jan-2023 h6: investigation summary our quality engineer inspected the 1 sample and 4 photos submitted for evaluation. The reported issue of component damage ¿ leak was not confirmed upon inspection of the sample. Analysis of the sample showed that there was no damages or abnormalities on the returned device. Bd could not determine a manufacturing related root cause for the failure since the sample did not show any damage. There is a possibility that the failure is attributed to misuse. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. See h10.

Event description:
It was reported while using bd connecta 3-way stopcocks the connection was loose or separated in three instances and leakage occurred . There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: leakage occurred during priming in three cases; the side stopcock cap was loose in two cases and the side stopcock cap was already detached before use in the remaining one case.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2003250. Medical device expiration date: 31 dec 2024. Device manufacture date: 21 jan 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta 3-way stopcocks the connection was loose or separated in three instances and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: leakage occurred during priming in three cases; the side stopcock cap was loose in two cases and the side stopcock cap was already detached before use in the remaining one case.